Event description:
It was reported that during device change-out due to normal eri, externalized conductors were observed via diagnostic imaging. Increased pacing impedance and capture threshold were noted. The patient was asymptomatic. The lead was explanted. The patient was fine after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 43.9-44.2cm from the electrode tip, consistent with lead friction to the ICD can and at 6.7-7.4cm from the electrode tip, consistent with lead friction to another device or heart feature. Externalized conductors due to internal insulation abrasion were noted at 8.2-14.9cm from the electrode tip. Internal insulation abrasion was noted at 18.8-20.3cm from the electrode tip. The (B)(4) coating was intact at all abrasion locations.